Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the front part turns freely but it can not be removed from the flexible shaft without destroying the components. Therefore, the quality of the weld can not be inspected and the relevant dimensions can not be verified. This device was manufactured in the year 2007 and did pass the required torque test, which indicates that the weld did hold as required at the time. Also there are many wear marks all over the device, the article- and lot number are almost completely worn out, this indicates that this was an often and intense used device. Based on these findings we suppose that a mechanical overload in combination with wear and tear over the years caused the damage at this flexible shaft. A product development evaluation was also conducted and the report indicates the distal fitting rotates independently of the coiled shaft. It appears that the device may have been defective or damaged prior to use. There is no evidence that indicates that the device had been subjected over torque which would be one possible cause for malfunction. The device design appears to be sufficient. This lot of parts was torque tested to ensure that the parts were welded together securely. It appears that the device broke after it was shipped to the customer. Based on the complaint description provided and the condition of the received device, there is insufficient information to determine the cause of weld breaking. Updating the implant design, technique guide or risk analysis is not warranted at this time. The device design is sufficient for its intended use.

Event description:
Patient was implanted with nail and screw construct on unknown date. Patient returned to the or on (B)(6) 2012 for removal of the nail and one screw, due to hypertrophic non-union. During removal of the nail, the flexible shaft, which is part of the removal kit, broke at the weld. This caused two pieces to work independently of each other. It is reported that the bottom of the device did not turn when the top was portion was turned. Surgeon attempted other options of removing the distal portions of the broken nail but was unable to do so. The distal portion of the nail remains implanted in patients bone. Patient was plated around the nail. This is 3 of 3 reports for this event.